Event description:
Giraffe isolette malfunctioned while in use. Alarmed "system failure 25". Rebooted 3 times, it won't even allow opening the top. Did not cause any harm to the baby. Isolette changed.